Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right atrial lead. The patient was stable. No additional information was reported.

Event description:
New information noted that no intervention was preformed.